Event description:
It was reported via implant card received that patient had intraocular lens (iol) implant /explant from left eye. It was learned that the implant/explant occurred during the same day, but reason why it was implanted and removed during the same date was unknown. The patient was well post-op. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/ not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: 3191 (to capture unspecified/other w/ patient involvement). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.